Manufacturer narrative:
Ge healthcare s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen flow. There was no patient involvement reported.

Manufacturer narrative:
Additional information was received that there was a failure to charge the battery, therefore the "b5 describe event problem" and "h6 medical device problem code" are updated accordingly. The power supply was replaced to resolve the issue.

Event description:
It was reported that there was a malfunction resulting in a failure to charge the battery. There was no patient involvement.